Manufacturer narrative:
Reference number (B)(4). Linked to MDR #3010757606-2023-00803. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In late (B)(6) 2023, a patient underwent a procedure for the replacement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After a short period of time, the patient experienced a stoma infection with gastroparesis, was hospitalized and treated with three different intravenous antibiotics. She was discharged home with liquid antibiotics given via the j tube. On an unknown date, the stoma infection resolved.